Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. Review of the device history record was not possible as the lot number is unknown. The cause of the reported event remains unknown.

Event description:
During an ablation procedure, a heart block occurred. During ablation in the right atria, the patient became hypotensive. A cardiac ultrasound was performed, but no pericardial effusion was noted. The patient¿s ECG qrs morphology had become broad and periods of av block were occurring, and CPR was started to stabilize the patient. The patient returned to a normal rhythm and blood pressure with no further intervention. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results, method, and conclusion along with the investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3008452825-2020-00316. During an ablation procedure, a heart block occurred. During ablation in the right atria, the patient became hypotensive. A cardiac ultrasound was performed, but no pericardial effusion was noted. The patient¿s ECG qrs morphology had become broad and periods of av block were occurring, and CPR was started to stabilize the patient. The patient returned to a normal rhythm and blood pressure with no further intervention. There were no performance issues with any abbott devices.